Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the stapler was unable to fire. The surgeon was unable to squeeze the handle. The reload was put aside, and a new reload was used with success. There was no patient injury.